Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold and oversensing resulting from a suspected insulation failure. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).